Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for two patient samples (sample 1 result = 0.58 ng/ml; sample 2 result = 0.064 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es results were not reported to the clinician (repeat sample 1 result < 0.012 ng/ml; repeat sample 2 result < 0.012 ng/ml). There was no report of harm to the patients as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event, as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es patient results were obtained. The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer optimized adjustments to multiple analyzer subsystems. However, it could not be confirmed that the equipment adjustments made by the service engineer were related to the event, as pre-service and post-service system performance were acceptable. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There is no evidence that the vitros eci analyzer or the vitros trop I es reagent had malfunctioned.